Manufacturer narrative:
This is the final report.

Event description:
A report was receiving that the patient has a pocket revision due to discomfort at the ipg. The ipg was not lying flat and was poking the patient.